Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reloaded the cartridge and an accurate fill estimate was received.